Event description:
It was reported that the balloon catheter was stuck on the guidewire. The 80% stenosed target lesion was located in the mildly calcified and non-tortuous left circumflex coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, it was noted that the guidewire was stuck and could not cross. The balloon catheter and guidewire were removed together from the patient. The procedure was completed with another of the same device. The patient was stable and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that there was contrast present to the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 3mm, the guidewire lumen was prolapsed, stretched, and punctured. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone:(B)(6).

Event description:
It was reported that the balloon catheter was stuck on the guidewire. The 80% stenosed target lesion was located in the mildly calcified and non-tortuous left circumflex coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, it was noted that the guidewire was stuck and could not cross. The balloon catheter and guidewire were removed together from the patient. The procedure was completed with another of the same device. The patient was stable and there were no patient complications reported.